Event description:
It was reported that review of the patient¿s implantable cardioverter defibrillator¿s electrograms revealed low-level high-frequency noise generated by myopotentials which was inhibiting pacing. The patient will be monitored with routine follow-up.